Event description:
It was reported that the gas knob or lock did not lock. The device break into the patient. All the pieces were removed. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
One 4.5mm footprint ultra pk suture anchor inserter was returned for evaluation. Anchor and stay suture were not returned for examination. Functional assessment confirmed the reported complaint of the torque limiter not functioning as intended. Visual assessment of the device confirmed the inner shaft has been drawn into the outer shaft. The knob was removed from the handle and the inner shaft was re-assembled, the device was then functionally assessed and was found to function as intended. The condition of the device indicates the torque limiter knob was rotated counter-clockwise in excess disabling the torque limiter.

Event description:
It was reported that the gas knob or lock did not lock. The upper part of the device broke off in the joint and was removed. The procedure was completed with a backup device with no delay or patient injury reported.

Event description:
It was reported that the gas knob or lock did not lock. The upper part of the device broke off in the joint and was removed. The inner shaft was found to be sticking out of the outer shaft approximately 2mm¿s and the torque limiter would not function as intended. Four legs of suture was being introduced into the anchor at the time of the failure. A second device of a different lot number was tested replicating the complaint. The procedure was completed with a backup device with no delay or patient injury reported.